Event description:
It was reported that the multiple error alarms were found in the alarm history. It was stated that there was a trace check error and three displayable history check failed on startup alarms. Blood glucose value is 4.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.